Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: degenerative disc disease at l4-l5. Patient underwent following procedures: spinal decompression at l4-l5. Posterior lumbar interbody fusion with tangent autogenous bone at l4-l5. Pedicle screw fixation at l4 and ls and posterolateral fusion with bmp autogenous bone and iliac crest allograft at l4-l5. As per operative notes,¿ we took fat graft and placed it over the dura. We took an epidural catheter and passed it off about 5-6" and injected 5 mg of duramorph epidurally. Cross link was applied and secured. A j vac was placed in the depth of the wound and brought out through a separate stab wound.¿ no intra-operative complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.